Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionists indicated the perfusion system power up on battery power for three tires and then powered up on a/c the fourth try. The device was not changed out, as they used the system for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained by the MFR and was unable to duplicate the issue. He will be replacing the on/off switch on the system.